Event description:
It was reported that the uretero-reindeer videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Additional information: d8, d9, h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes. As a result of reviewing information on reprocessing procedures provided by the user, no information was obtained to enable a determination of deviation from the IFU. The results of third-party culture tests provided by the user are listed below. Sampling date: sep 03, 2024 . Sampling from: all channels . Cfu: 1cfu/endoscope . Bacterial identification: aeromonas hydrophila . The results of third-party culture tests provided by olympus are listed below. Sampling date: oct 11, 2024 . Sampling from: all channels . Cfu: <1cfu/endoscope . Bacterial identification: n/a . Confirmed result of the actual item confirmed result of the reported event based on the result of culture test at the third-party provided by olympus, bacteria were not detected. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.